Event description:
Healthcare professional reported capsular contracture grade baker grade iii, "abscess", "pus", and seroma-late. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii , abscess, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii , abscess, and seroma-late.

Event description:
Healthcare professional reported capsular contracture grade baker grade iii, "abscess", "pus", and seroma-late. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture grade baker grade iii, "abscess", "pus", and seroma-late. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.